Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2017. The cause of death was septic virus and stomach stroke. The customer weighed (B)(6), had very uncontrollable blood glucose values; very low at one point and then very high. On (B)(6) 2017, the customer fell down, hit her head, broke her hip, her blood glucose dropped, and the paramedics were called. The customer had kidney failure, heart disease, stroke, and infection. The customer's blood glucose was 300 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected on (B)(6) 2017 by the customer due to all of the above mentioned complications. The hospital stated this was the worst case of diabetes because they were unable to control the customer's blood glucose even with insulin drip or manual injections. The customer was not using sensors. Due to the customer's viral infection, the insulin pump was discarded.